Event description:
A customer reported to beckman coulter inc (bec) that there was approximately 100ml volume of diluent leak at the blood sampling valve area of the coulter lh750 hematology analyzer. The operator was wearing a lab coat and gloves at the time of the event. There was no exposure to mucous membranes or open wounds. No one sought medical attention. The material safety data sheet (msds) was reviewed. There is an exposure control plan at the facility and clean up was completed following the biohazard spill protocol. Patient results were not affected, and there was no death, injury or change to patient treatment.

Manufacturer narrative:
The field service engineer (fse) found a leak at the random access module of the instrument. The fse replaced the tubing at the random access module and verified the repairs per established procedures. Blood, controls, clenz (cleaner) or diluent can be present at the sample access module of the instrument. The cause of the leak is attributed to the tubing at the random access module. (B)(4).